Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user missed a meal announcement for breakfast and contacted support about elevated blood glucose, with guidance provided that meals should not be announced after thirty minutes and education given per the quick reference guidebook. Symptoms included hyperglycemia with a reported glucose of 345 and no associated clinical effects such as dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, no backup therapy, and glucose later returning to a normal range of 115. Investigation included review of device data and user report, along with troubleshooting and education. Investigation of this case revealed user error related to a missed meal announcement; no device malfunction or component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.